Manufacturer narrative:
Results: the complaint of "discomfort" was not confirmed. Unable to fully analyze the product due to incomplete returned lead. Both of the terminal ends of the lead were cut off during the explant procedure, and were not returned for analysis. The stimulation end contacts are in good condition, no broken wires were observed in the paddle or in what remained of the lead bodies; there was some discoloration due to bodily fluids observed throughout the lead. Only continuity testing was performed due to missing terminal ends, continuity was tested from stimulation contact to bare wire. No opens were found. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Ref MFR report #: 1627487-2014-25311 and 1627487-2014-25313. It was reported the pt was experiencing uncomfortable stimulation that made the pt's pain worse rather than better. It was also reported the pt was experiencing pocket heating regardless of charging or stimulation. The physician believes the pt's ipg is rubbing against the dermis which is causing the burning sensation. Additionally, the pt needs an MRI due to an unrelated health issue. In turn, the pt underwent surgical intervention to explant the scs system. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.